Manufacturer narrative:
The device was returned to olympus for inspection. The date of event is unknown. A supplement report will be submitted if provided. A root cause could not be identified. Based on the results of the investigation, for the burned c-cover the most probable cause of the complaint was traced to component failure and for the foreign objects in the nozzle the most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service team indicates that foreign objects in the nozzle and burned c-cover. It was determined that the nozzle and c-cover needed to be replaced. There was no patient involvement.